Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly dr. (B)(6) mentioned that the femoral stem of this implant has loosened somewhat, and he may choose to stabilize the implant/bone interface with cortical strut grafts. Removal or revision of the implant is not planned. Complaint history sent. Additional information received via doctor call from dr. (B)(6) 03/30/2017: patient was revised (B)(6) 2006.